Event description:
Customer states: during use on a pt, a hosp me confirmed smoke and burnt smell. Warm air did not supply. The device was replaced with another. No pt harm reported.

Manufacturer narrative:
The MFR date is unk as the serial number provided is invalid.